Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "utilization of the large-bore penumbra jet 7 reperfusion catheter in thrombectomy for acute ischemic stroke: a single-center experience" (amireh et al. 2020). This article is a single center observational study of fifty patients whose thrombectomy interventions occurred between 1-jan-2019 and 31-dec-2019 and involved the use of a penumbra system jet 7 reperfusion catheter (jet7). It was reported that one patient experienced a post-thrombectomy vasospasm in the distal internal carotid artery (ica) and m1 segment of the middle cerebral artery (mca) after use of the jet7. The vasospasm was treated with 5 mg of intraarterial verapamil during the procedure, with subsequent resolution of the vasospasm and the finding of an underlying distal m1 70% chronic stenosis. However, the patient had a good outcome and was discharged with nihss score of 2 compared to 20 at the time of admission. It was also reported that eight patients were deemed to have symptomatic intracerebral hemorrhages (sichs) after treatment with the jet7, as they demonstrated more than four points worsening to their presenting nihss score. However, no direct attribution to procedural error was made. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the access site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. This report is associated with MFR report number: 3005168196-2022-00099.